Manufacturer narrative:
Both wearable antenna assembly units associated with this MDR were not used when the occurrence took place. The procedure was performed according to the IFU. In addition, the stimulators with the system: were not implanted at an off-label location. Were not implanted too close to the targeted nerve. Migration did not occur. Bone or tissue was not inadvertently punctured during the procedure. The waas associated with this complaint ( (B)(4) ) were returned for investigation. The investigations concluded that the units performed as expected and no issues were found. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Based on this objective evidence, the cause of the death is unknown and unrelated to the stimwave products (no problem/fault found).

Event description:
The patient died of natural causes on (B)(6) 2021. There were no issues reported with the stimwave products. The patient's wife would like to return both wearable antenna assembly units.